Manufacturer narrative:
A visual inspection of the administration set identified that both the pumping segment safety clamp and the roller clamp were both in the clamped position. The set contained large pockets of both fluid and air throughout its length due to fluid dispersal during transportation. Testing of the administration set did not identify any leakage from any point along the set. The event log review identified one air in line (ail) alarm having occurred at 09:06:47 during an infusion. The event log identified that the pump had alarmed ail and then the door was opened, and the pump alarmed flo stop open, possibly during the inspection / removing the air from the line. The event log identified that a secondary infusion was completed prior to the ail alarm, however it is unknown if the procedure for using secondary infusions may have caused or contributed to the ail alarm. The functionality of the pump module air-in-line detection (at start, single and accumulated) were tested and confirmed as correct. Performance verification procedures (pvp) were completed for the pcu and pump module, and all results were within specification. The pump module was subjected to a continuous infusion for >48 hours which was completed failure free. The root cause was not determined.

Event description:
It was reported that the air in line detector failed to alarm with approximately 4cm of air identified below the pump segment on the lvp channel while infusing an antibiotic on a pediatric patient. After the antibiotic infusion completed, normal saline was added with a rate of 100ml/hr and a vtbi of 100ml. Upon return, the user noted that a small amount of air was seen post IV pump without an alarm. The nurse removed the primary set and replaced it with another IV set.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The reported feedback suggests that there was air in line. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.